Event description:
It was reported to boston scientific corporation that a transobturator mid urethral sling procedure occurred (date unknown) using our obtryx mesh sling system. During a routine follow up visit that occurred in 2006, partial obstruction of the mesh was discovered. The physician opted to remove the entire mesh sling. No further information forthcoming.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. The may 2007, 15 month mid ureteral sling complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit. A device history record review is in progress. Results of the device history record review will be provided in a follow-up medwatch report.